Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -18.00 diopter, in the patient's left eye (os) on (B)(6) 2019. The lens was reported as having low vaulting and remained implanted. The surgeon will monitor the patient for any changes.

Manufacturer narrative:
Corrected data: b3 - date of event: (B)(6) 2019 should be removed as it is not applicable. Claim#: (B)(4).